Manufacturer narrative:
This report is submitted on november 23, 2021.

Event description:
Per the clinic, the patient experienced migration of electrodes resulting in non-auditory stimulation with device use. Subsequently, the patient underwent a revision surgery on (B)(6) 2021 in order to reposition the device.